Manufacturer narrative:
End users chair rolled backward when he attempted to go over a threshold using a ramp at his door that was higher than his previous door. He drove the chair as fast as he could up the ramp, the chairs' front when up, rolled back and tipped. Appears there was not chair malfunction. No injuries or medical intervention reported.

Event description:
Per provider, the consumer flipped the chair backwards and broke actuator for reclining chair.